Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the device was opened in the field, there was black debris on the port. The physician refused to use the device and another device was used. The device was not used in/on the patient.

Event description:
It was reported that when the device was opened in the field, there was black debris on the port. The physician refused to use the device and another device was used. The device was not used in/on the patient.

Manufacturer narrative:
Manufacturing review: a complete DHR review was not required, however, requested. The lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one powerport clearvue slim with filled suture holes was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is inconclusive for foreign material in package, as the device port was received wrapped in paper towel along with black material. Residue was noted. However, due to the kit being returned opened it is unknown whether the foreign material could have been a result of the clinical or packaging return procedure. The definitive root cause could not be determined based upon available information. It is unknown if clinical, or return shipping procedures contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.